Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. From the downloaded key log, it was observed that the device had gone through several reboot cycles and had indeed powered off. It was also observed that the device's batteries were almost six years old. Physio will remind the customer that they should replace their batteries every two years. The device was extensively tested without observing any issues. Proper device operation was confirmed through functional and performance testing. The device was returned to the customer. A cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the customer's device powered off by itself when it was used to monitor a patient. The patient was transported to a hospital and the reported issue did not affect the patient's outcome.

Manufacturer narrative:
The initial medwatch report indicates: (B)(6) years. The initial medwatch report should indicate: (B)(6) years.